Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04682. It was reported the patient underwent surgical intervention on (B)(6) 2019 due to lead migration. During the procedure, one of the patient¿s leads were explanted and replaced and the other lead was re-positioned. Post-operatively, effective stimulation was reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.